Manufacturer narrative:
Patient followup information was received. The eye has settled and the retina is attached. The patient achieves 6/24 with his old glasses and 6/7.5 with pinhole. The patient is scheduled for a refraction which should improve his vision greatly. The complaint device was not retained by the user facility for investigation nor was the lot number recorded. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The incident was initially reported against another device on 0001920664-2019-00080. The investigation is ongoing.

Event description:
The user facility in the united kingdom reported a capsule was ruptured during procedure when there was a surge of power from the machine. Additional information received on may 14, 2019 states, the posterior capsule rupture occurred because the ia handpiece slipped out of the side port of the silicone sleeve during ia and punched a circular hole in the posterior capsule. This occurred after insertion of the iol. The patient had a large suprachoroidal haemorrhage 3 days later that required surgical drainage. The patent's vision is improving.